Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer alleged that the customer found the step tube on the frame to be broken, but she is unaware how it happened. The end user within the weight capacity.